Event description:
On (B)(6) 2015, the reporter contacted animas alleging, when the cartridge had 200 units of insulin, it was emptied in 12 hours. The reporter stated that the pump inadvertently emitted a loss of prime warning. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box history revealed a cartridge fill on (B)(6) 2015 at 19:20. There were multiple ¿162 pump not primed¿ occurrences noted on (B)(6) 2015 at 11:33 followed by multiple attempts to prime the cartridge. The black box indicated, a rewind was performed and an error, alarm, warning (eaw) ¿163-no cartridge detected¿ occurred. The battery cap was returned and used to complete investigation. During evaluation, the force sensor was found to be within calibration. The pump was exercised for 24 hours on a 1unit/hour program for 3 days; there were no loss of prime warnings detected. The pump was opened and inspected; there was evidence of moisture found on the force sensor and the pins on the force sensor connector. The issue was observed in the black box; however, the reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim, faded and pink.